Event description:
Initial info received from pt (pt). This info indicates a pt experienced a corneal ulcer (cu) while wearing acuvue oasys contact lenses. During a training session with our firm on (B)(6) 2012, the trainer mentioned that he/she had experienced a cu between 2006 and 2008. On (B)(4) 2012, the pt emailed our firm with add¿l info. The pt reported having experienced eye pain that progressively worsened, watering and that the involved eye was involuntarily shut but he/she didn¿t remember which eye. The pt was treated with antibiotic drops and instructed to stay out of cl ¿for a period.¿ the pt stated that he/she had taken a nap while wearing lenses the afternoon before and that he/she remembered being ¿at a park during my allergy season the day that this happened.¿ pt was switched to daily wear lenses. He/she provided the treating eye care professional¿s (ecp¿s) name and number. On (B)(4) 2012, our firm spoke with the treating ecp¿s office who stated that the pt was seen on (B)(6) 2006 and dx with a 1.5mm lower central corneal ulcer os. Bcva 20/60, pinholed to 20/40. The pt was wearing acuvue oasys during the time of the event. The pt was placed in a focus daily bandage lens and treated with ultram and vigamox 1 drop every 2hrs around the clock. The pt returned on (B)(6) 2006 with the ulcer ¿improving¿ and on (B)(6) 2006 no drawing of the ulcer was depicted. The pt was on a daily wear and 2 week replacement schedule. The pt used opti free express solution to clean/disinfect lenses. This event is being reported as worst case.

Manufacturer narrative:
Due to time lapsed, the lot number and suspect product were not available for eval. No add¿l info is expected. MDR reportable event trends are reviewed in quarterly management review meetings. : device labeling single use or reuse. Method - device discarded ¿ unable to follow up. Conclusions code - no conclusions can be drawn.